Event description:
Healthcare professional reported via nbir "wrinkling/rippling and change shape/size/style". This record is for the right side. Device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: wrinkling & rippling.